Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient reported being taken to the ER because his ¿sensor was not working¿. The patient was unwilling to provide any further information, including any further details about how the cgm was behaving, patient symptoms, treatment details, or how long he was in the ER prior to being discharged. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/9/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.